Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient contact reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment. Air bubbles were found in patient line. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was returned to the manufacturer, a physical evaluation was performed. The sample was received without original package. A disinfection and visual inspection were performed on the complaint product sample. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope, a hole in the film was found. The pump door is sharp and closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem was discovered due to a sharp point created or cassette damaged mechanically. Shipping and transportation damages the product. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient contact reported receiving an air detected in cassette alarm during fill 1 of 5 of treatment. Air bubbles were found in patient line. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been provided.